Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that lead exhibited myopotential oversensing. Provocative movements were done but was unable to produce oversensing episode in clinic. Programming changes were done. Patient did not experience complications after the event.